Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14076. It was reported, the pt was not receiving stimulation and was experiencing her scs system auto-reducing. An sjm rep met with the pt multiple times and lead diagnostics showed invalid impedances. Reprogramming resolved the issue for a short period of time. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.